Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm error 53. Customer's blood glucose was 130 mg/dl. The customer reported the home screen instead of basal and bolus appears reservoir and catheter. The patient is not registered.

Manufacturer narrative:
The formatted history file analysis confirmed the pump error was due to a software error. The pump was received with minor scratches on the lcd window and case.